Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced several overnight low blood glucose events while using the ilet, with the lowest reported value of 59 mg/dl; the user and caregiver noted a recent change in evening snack habits and a new diet, and the device alerted to the low. Symptoms included dizziness, sweating, and shakiness consistent with hypoglycemia. Outcomes included successful correction with oral carbohydrates such as juice, banana, or hard candy, without need for outside assistance or medical intervention. Investigation included troubleshooting and user education, and additional training was arranged to address pump use and nighttime management. Investigation of this case revealed that the cause of hypoglycemia was unclear, with potential contribution from dietary changes and pre-bed snacks affecting overnight insulin needs. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.